Manufacturer narrative:
(B)(4). Reporter¿s full name, complete address and phone number were not provided reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an operational check prior to a subtrochanteric femur surgical procedure, it was observed that the battery handpiece device, while being used with a coupling device, two attachment devices and a lid device, did not work even though the battery was changed. It was noted that the surgeon decided to proceed with the surgery without reaming the medullary canal. When checked again after the surgery, the sales rep could hear some groaning motor sound coming from inside the handpiece. It was reported that the handpiece did not work. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.